Event description:
A (B)(6) on (B)(6) pt underwent an elective bronchoscopy. Afterwards, the airways were revisualized and there was no evidence of active e bleeding or bronchoscopic trauma. The robotic endoscope was then retracted back through the endotracheal tube without difficulty. Pt tolerated the procedure well and was sent to pacu in stable condition. It was noted that the tip of the needle on the arcpoint system broke while sampling the mass and the tip of the needle was left inside of the large left upper lobe mass. Pt was evaluated by myself and thoracic surgery and we agreed leaving the needle in place with its low likelihood of migration was a less risky option than an exploratory approach.